Manufacturer narrative:
The freestyle libre 2 complaint was investigated and determined that there were no issues with the freestyle libre 2 that would have led to the complaint. The user reported the app failing with the freestyle libre 2 application. The device, phone version, and app version were not provided. Based on case information, no issues with the libre 2 app was observed and was unable to reproduce the complaint. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with unknown operating system version unknown. Customer was calling about their freestyle libre 2 failing. As a result, the customer was unable to monitor glucose with sensor readings, fell and hit their head on the ground and broke their nose. Customer experienced symptoms of dizziness, tired, and a loss of consciousness, requiring treatment of "vicodin 30 tablets 1 per day orally and 325 acetaminophen (tylenol)" by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with unknown operating system version unknown. Customer was calling about their freestyle libre 2 failing. As a result, the customer was unable to monitor glucose with sensor readings, fell and hit their head on the ground and broke their nose. Customer experienced symptoms of dizziness, tired, and a loss of consciousness, requiring treatment of "vicodin 30 tablets 1 per day orally and 325 acetaminophen (tylenol)" by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The operating system is unknown so product information provided is for ios. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.